Event description:
The dr reported separating a file in a pt's tooth. The file was not retrieved and the dr scheduled a follow-up appointment to extract the tooth and replace with an implant per pt's preference.